Event description:
It was reported while using bd¿ thin wall 31g x 8mm value brand (100 count) the needles were difficult to opperate. There was no report of patient impact. The following information was provided by the initial reporter: customer reclaimed that some of the needles get clogged on use. When used, needle lets through few units, but then stops working. Also 1 needle was completely clogged and wouldn¿t work at all.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-mar-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported while using bd¿ thin wall 31g x 8mm value brand (100 count) the needles were difficult to opperate. There was no report of patient impact. The following information was provided by the initial reporter: customer reclaimed that some of the needles get clogged on use. When used, needle lets through few units, but then stops working. Also 1 needle was completely clogged and wouldn¿t work at all.